Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager tested the system and found no problems. He completed a successful system verification to specification. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4).

Event description:
Adverse event: overcorrection, undercorrection, corneal irregularities. A system operator reported a surgeon noticed some over- and under- corrections with irregularities in the cornea following refractive surgery. He stated the surgeon reported the pts were not harmed or injured by the event and will not be providing pt records.